Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle became blocked after inserting the needle into the cartridge septum. A syringe needle change was performed resolving the issue. Customer¿s blood glucose level was 129 mg/dl.